Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the customer observed the pump charge at 35% and reported that the pump subsequently shut down. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot further with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.